Manufacturer narrative:
Additional information added to form. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7. -14.0/1.0/087 (sphere/cylinder/axis) into the patient's eye. The lens was observed being upside down in patients eye. The lens was removed and a back up lens implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - reportedly, status of the eye is "healing well". (B)(4).